Event description:
After the catheter was inserted and the needle was being removed, the needle separated from the hub. The device was removed and a new unit was inserted without complications. No surgical intervention was required.

Manufacturer narrative:
Two year retrospective review of similar products sold into the us that are mfg and sold by bd outside of the us. (B)(4) - results: the sample was received for eval. Our quality engineer visually inspected the returned unit and confirmed that the needle was separated from the hub. A review of the lot history records revealed no irregularities during the manufacture of reported lot number 8121990. Conclusions: the engineer concludes that the incident occurred due to insufficient adhesive applied to the hub during the assembly process. The operators and inspectors of quality control testing were retrained to the existing statistical sampling plan requirements for the mfg of insyte product. (B)(4).